Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose. Customer¿s blood glucose was 478 mg/dl at the time of incident. Patient's current blood glucose was 578 mg/dl. Customer reported for tape not sticking issues. The customer reported that he doesn¿t feel high and is just thirsty. Customer treated for high blood glucose with a bolus through the insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The pump will not be returned for analysis.